Event description:
Hill-rom has rec'd a report indicating that the pt believed the use of the vast may have contributed to her ruptured breast implant. No malfunction of the device was alleged nor found through the analysis of the unit.

Manufacturer narrative:
No malfunction of the device was alleged nor found through the analysis of the unit.